Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they were having a little bit of a complication. Patient said they were not able to get a clear answer and they were going to see doctor's nurse practitioner next tuesday. Agent asked patient if the complication was related to the implant and patient said they were having very good improvement with the therapy and it was working great when it was doing well. Patient then said they went to the grocery store and started walking around and they started getting what they considered shocked while walking. Patient turned the level down and it seemed to be ok but then it started happening again so they turned it down further and it still happened so they just turned the therapy off and it was still happening. Patient mentioned they had a huge panic attack because they had a dramatic history with this and that was why they got the implant. Patient also mentioned they were told it was not electrical because there was no current because it was turned off but they were having some sort of a hot prod shock or that type of feeling in the direct vicinity of the unit without provocation without duplicating it without anything and they were having a fluid buildup right on the location of it. Patient had already been to the emergency room (ER) and no one could tell them anything and nobody could do anything. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Patient reported unknown symptoms.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient stated that the therapy still off due all their symptoms they had. The have been in touch with their healthcare provider (hcp) for further assistance.